Manufacturer narrative:
Additional info surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator malfunctioned while it was connected to a pt. According to respiratory nurse (rn), there was no flow from the ventilator which resulted in pt's spo2 dropped to 75% and required intervention by rn with manual CPAP via neopuff. The ventilator was taken out of service and replaced with sipap. The final pt outcome was no harm. (B)(4).

Manufacturer narrative:
The problem was not reproduced and no parts were replaced. The investigation, therefore, consists of the evaluation of the downloaded logs. The last successful pre-use checks (puc) was performed 2 weeks prior to the day of the event and the puc after the event was also successful. There are no relevant technical error codes in the logs. Ventilation was started on the day of the event and lasted for 19 hours. The lower expiratory minute volume (mv) alarm limit was set at 0.01 l/min and the low respiratory (rr) alarm limit was at 5 breaths/min. The audio alarm sound for the mv and the rr alarms had been turned off. The apnea alarm had been disabled. The ventilation period contains more than 400 low and high rr alarms most of them being the low rr alarms. Also included are the low expiratory mv alarms that were sporadic at first but which intensified towards the end of the ventilation period. The low rr alarms imply that the patient's breaths per minute were few or no breaths at all. There is nothing in the logs that indicate that there was a ventilator malfunction at the time. The alarms confirm the reported no flow from the ventilator. The cause was the patient's inability to initiate breaths in the chosen mode of ventilation that resulted in the low rr alarms while the low expiratory mv alarms were the consequences of the missed breaths. The logs do not contain attempts to avert the alarms' situation which may imply that the set alarm limits and the disabling of audible and apnea alarms could have contributed to a delayed detection of the reported issue.

Event description:
(B)(4).